Event description:
It was reported that a cartridge alarm occurred during the load process. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, so there was no adverse impact. The customer was able to resume insulin by changing the cartridge, and no further technical support was needed.